Event description:
It was reported to philips that the system failed to expose. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned with a delay in reseating the stator cable. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system failed to expose. Review of the log file shows stator connection problem, confirming the malfunction. Upon troubleshooting, rse checked the system and found that there was x ray tube issue, only low load fluoroscopy was possible and requested an onsite support. The philips field service engineer (fse) went onsite, checked the system and found stator cable at tube side was loose. To resolve the issue, fse reseated the stator cable. The defective part was returned for analysis, for ip pc, no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.